Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn along the up arrow and down arrow buttons. Moisture was visible behind the display screen. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On examination, the up arrow, down arrow and ok buttons were unresponsive. The contrast button was responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. A leak test was performed on the pump and revealed a leak in the keypad.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons became unresponsive after the patient swam that day. While inspecting the pump, the reporter noted that the keypad was torn between the up arrow and down arrow buttons and reported evidence of moisture behind the display screen. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.